Event description:
The customer reported that battery was always low. After evaluation philips field service engineer stated that the real issue was with charge/discharge time device. There was no reported patient involvement.